Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) old female pt's monitor was cracked. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor case damaged) was confirmed. Upon investigation the belt connector receptacle was snapped from the monitor case and the wiring to the belt connector was damaged and unable to detect belt therapy electrodes. The root cause of the damaged belt connector and defective wiring could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt connector receptacle and damaged wires. The pt received a replacement monitor.